Event description:
It was reported that upon post-dilatation of the left brachial vein for venous stenosis, at 20 atm (contrary to IFU), the balloon ruptured. When the device was removed from the pt, it was observed that some of the balloon material had separated. The balloon fragments were retrieved from the pt. No pt effects were reported.